Event description:
Kimberly-clark received a report stating during a colonoscopy the doctor had difficulty advancing the forceps. Unsure if he was able to advance the forcep at all or if the air / water pushed the brush out but the next thing they saw in the colon was the approximately 6 inches of cable with brush. The brush was removed without incident. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record could not be reviewed since no lot number was provided. The cleaning brush that is the subject of this complaint is used to clean the endoscope between use of the scope with patients. Based on the information reported, the distal portion of the cleaning brush remained within the endoscope and was discovered while the scope was being used. Three simulated failure methods were evaluated that intended to duplicate the failure mode of the distal end of the returned sample. Unused cleaning brush samples were cut with scissors, sliced with a scalpel, or separated using tensile force (instron), and the surfaces at the points of failure were visually examined and compared to the returned sample. Visual analysis of the returned sample most closely resembled test samples that were sliced with a scalpel. In addition, the non kimberly-clark made endoscope was returned to its manufacturer for evaluation, and the customer reported that the scope was found to have kinks and tear marks on the channel wall at the bending section of the scope. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.